Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient has had multiple issues with his pump since if was implanted in 2009. He experienced stiffness in his stomach and legs. His doctors have told him that he did not have "uti's" and that his "colonostomy was clear" and his "medical condition is fine.' He stated that he has had "other pumps since 1999 and never had an issue." The patient stated that his pump would work and then stop. He stated that he thought he had either "catheter problems" or "pump problems." A therapeutic bolus was attempted and there was no response to the bolus. The medication being delivered via the device system was baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.